Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred.the customer contacted the healthcare provider to obtain alternate insulin therapy.there was no adverse impact to the customer¿s blood glucose level.